Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Based on evaluation performed by the complaint information, omsc confirmed that the ultrasonic transducer surface of the device partially peeled off. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause has been unknown; however, the following are supposed to be the cause. There is a possibility that peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing.

Event description:
Olympus inspected the device at the service department of olympus and found that the ultrasonic transducer surface of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.